Manufacturer narrative:
(B)(4). Date sent 11/11/2024. D4 batch #312c90. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/16. Upon analysis, the jaws and trigger in the close position. In addition, the knife was noted as slightly advanced, the knife reverse switch was activated and the knife returned to the home position as expected. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information.     As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 312c90, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device psee60a lot number c9dj0x and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a gastric bypass the dr. Was provided with the stapler. The assistant placed the battery to the stapler and placed the reload, the doctor introduced the stapler to the cavity and introduced the tissue to the stapler. He was about to make the shot, he activated the stapler and the blade was stuck, it did not make the cut or the stapling. The dr. Activated the reverse button, removed the stapler from the cavity and checked the stapler, with the same reload that was in the stapler he tried to give a shot but the blade was still locked, it did not advance. It proceeded to remove the cartridge already used, remove the battery from the stapler, clean the stapler, and again put the battery and a new reload, and the stapler continued to lock without the blade acting. The doctor asked for a new stapler so that he could continue the surgery.